Event description:
It was reported that the mobile programmer application became unresponsive during report generation. It was observed that the bar remained grey for greater than 30 minutes along with a greyed out cancel button with no option to exit the window. Troubleshooting steps were taken including swipe closing and reopening the application. It was noted that after performing the troubleshooting steps, the mobile programmer application generated a white screen. The host tablet was then rebooted which resolved the white screen issue; however, it was found that the data for the interrogation was lost. Advice was provided to include information that the latest implantable device parameters were visible after a subsequent implantable device transmission. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that the mobile programmer application became unresponsive during report generation and that the mobile programmer application generated a white screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.